Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the system. Replacement umbilical and x-ray hand switch were shipped to the site. After replacing the umbilical and x-ray hand switch, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. An investigation was completed at the medtronic facility which confirmed the reported event was caused by an electrical issue with the umbilical. The umbilical failed the 100t bench test. Two wires were broken at pin 2 and pin 4. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there was sparse connectivity between the image acquisition system (ias) and the mobile view station (mvs). No further details regarding this issue were provided. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.